Event description:
Boston scientific received info that during a routine device interrogation the pt noted that she had received several shocks over the last few months. Review of the data found that there were several inappropriate shocks due to low amplitude of the r wave leading to oversensing of the t wave. The sensing vector was reprogrammed and the subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. It was noted that the pt has been receiving daily dialysis treatment and was lost to follow up. The physician believed that the change in amplitude was due to scar tissue and would have been caught earlier if the pt had followed up appropriately. No further testing was performed and no adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.